Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 9-16. Surgical intervention was undertaken on (B)(6) 2021 wherein the physician opened the ipg pocket and determined that the connection with the lead was intact. The ipg site was closed and effective therapy restored with contacts 1-8.